Manufacturer narrative:
The device listed in section d of this report is not an FDA 510 (k) cleared medical device but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii floor system. During an emergency patient procedure, no x-ray release was possible. Additional information was provided that the procedure was delayed. We have no indications of any adverse effects on the health status of the patient involved.

Manufacturer narrative:
The investigation was conducted based on expert discussions and a comprehensive review of the complaint description, customer service (cs) reports, system history, and system log files. During the on-site troubleshooting, siemens field service engineer reseated the printed circuit boards in the image acquisition system/ real time controller (ias/ rtc) and performed an rtc software download; however, the image artifacts persisted. The engineer observed that the artifact line continued to rotate with the flat detector (fd) rotation and remained visible across all display orientations (portrait and landscape modes), with its characteristics changing under different zoom levels. Following further assessment, the engineer confirmed the issue had originated from the fd. The problem was resolved by replacing the fd. A detailed technical investigation of the fd could not be performed, as the affected component was not returned for further analysis. The root cause of the incident was determined to be a defective flat detector. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.